Manufacturer narrative:
The pipeline flex was returned. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal end of the pipeline flex braid appeared not opened due to damaged braid. The proximal of the pipeline flex braid was found fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the customer's photo and analysis findings, the pipeline flex was confirmed to have failure to open at the distal end, as the distal end was not opened due to damaged braid. However, the cause of the event and the cause for damage could not be determined. Possible causes for failure to open include patient tortuous anatomy and damage to the pipeline flex braid. There was no non-conformance to specification that may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal segment of the medtronic flow diverter could not open. Prior to the event, the desired artery was cannulated and the systems were entered. The medtronic flow diverter device is raised and released. During the release, the device was observed to be closed in the distal part, so it was recaptured and the system tension was released twice. The device remained closed, so it is decided to remove and implant another, opening it without inconvenience. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 5mm x 4.5mm located in the right ophthalmic communicating artery. The distal and proximal landing zone was 3.7mm x 4.8mm. The patient's vasculature was minimal in tortuosity. The patient was on dual antiplatelet therapy, but the pru level was unknown.